Event description:
On (B)(6) 2023 the patient was implanted with a nalu trial peripheral nerve stimulator system. During a follow up on (B)(6) 2023 it was noted that the incision site was likely infected and the trial was ended earlier than anticipated. Patient was subsequently admitted to the hospital due to infection and swelling from mid-humerus to the hand.

Manufacturer narrative:
Review of device history records did not find any deviations or nonconformances that may potentially contribute to infection. Infection is a known and inherent risk to surgical procedure.